Event description:
During preventative maintenance of the device, the field svc rep discovered that during the max speed "no load" procedure of the inspection the revolutions per minute was 3440, which was out of tolerance (3600 +/- 100). Since the event occurred during preventative maintenance, there was no pt involvement during this event.